Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor remained on the pedestal. The sensor's hub assembly was inside the serter. Customer's blood glucose level was 420 mg/dl. His blood glucose level was being treated in the hospital because he just had surgery. The device was not returned.